Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02176. It was reported the pt experiences a burning sensation at the ipg site while charging. He stated he uses the antenna pouch during charging. He also reported feeling a sharp, poking sensation at the ipg site at times which is unrelated to charging. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.